Event description:
Lawyer complained that lawyer's client had a rod implanted 1997 and was discovered broken in 2000. Removal was attempted in 2001 but was unsuccessful due to the amount of bony ingrowth that had occurred.